Event description:
It was reported by service report that the cot was not locking onto the safety hook in the ambulance during loading due to a step on the back of the ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
It was determined a step on the back of the ambulance was not allowing the cot to come close enough to be properly loaded. Attempts have been made with the customer to clarify if the step can be moved to allow for proper loading. A f/u report will be submitted if add'l info is received.